Manufacturer narrative:
Initial reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the trochanteric nail and driving cap broke off in the handle. The aim of the driving cap stuck in the insertion handle. Broken fragments were retained in the patient. No additional intervention was done to removed the broken fragments. There was no surgical delay. Surgery was completed successfully. This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.523, lot 9065778: manufacturing site: bettlach. Release to warehouse date: october 31, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it is observed that the device has broken at the proximal thread near the distal tip. The broken off distal threaded tip was not returned. The fracture surface appears homogeneous with no voids or dark spots. The rest of the device shows surface wear consistent with the device use which would not impact the functionality. Thus, the complaint is being confirmed. Functional testing of the received device was not performed due to the received condition of the device. Dimensional inspection of the received device was performed. The diameter of the shaft near the threaded part of the distal tip was measured to be within the specification. The relevant drawings were reviewed; no design issues or discrepancies were found during this investigation. The reported embedded condition cannot be confirmed without any x-ray or images. The complaint is being confirmed as it was found that the distal threads of the complaint device were observed to be broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.